Event description:
It was reported patient underwent a partial knee arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2013, due to medial progression caused by arthritis. The patient was revised from a partial to a total knee.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.